Event description:
Fatigued all the time, hair loss, rashes, numbness in fingers, left side joint pain, back pain, migraines, memory loss, vision loss, dry mouth, cold sensitivity, light sensitivity, depression, anxiety, dry skin, dry hair, digestive issues, irritable bowels, unexplained weight gain, inflammation on my entire body for months. Then in 2019, every test in the world has been ran and I am exhibiting symptoms of lupus and systematic sclerosis. Had silicone implants for 10 years. They were exchanged due to one of them leaking, however the doctor did not remove the capsule and that¿s been about four years. My symptoms started about four years ago and have continued to worsen daily. To the point I spend more hours in bed than not. I was a healthy, active, very fat woman and over the last year I have no idea who I¿ve become.